Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular events on or about (B)(6) 2008 and then experienced another cardiovascular event on (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03098; 03099; 03100; and 03101.